Manufacturer narrative:
Batch review performed on (B)(6) 2018. Lot 166522: 75 items manufactured and released on 14 december 2016. Expiration date: 2021-11-22. No anomalies found related to the problem. To date, 42 items of the same lot have been already sold without any similar reported event. Investigation performed by patient match department on (B)(6) 2018. Our analysis of the my knee process of this case found no deviations from the standard procedures. Each step has been performed correctly. No extra-analysis is possible, since we have not received any x-ray.

Event description:
Revision surgery planned after 6 months from primary due to knee instability. The surgeon believes the patient's knee is still too valgus. A custom insert was requested for the revision.

Manufacturer narrative:
On 02 july 2018 we got the following information: the revision for this case was performed on (B)(6) 2018 a sz 4 right 12 mm sphere poly was removed and exchanged with a custom sz 4 16 mm poly with built in 2.5 degree varus and 2 degree anterior slope. The patella was also resurfaced with a sz 2 asymmetric patella. The surgeon was completed successfully.